Manufacturer narrative:
(B)(4). It was reported that a patient, (B)(6), male, underwent an atrial fibrillation (afib) procedure with a smartablate¿ system rf generator and suffered an atrial esophageal fistula, which required surgery. Repair follow-up was performed and no response was received from the customer. Service was declined. The complaint was unable to be confirmed. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Smartablate pump (model# m-4900-08 serial# (B)(4)). Pentartay catheter (model# d-1282-10-s lot# unknown). Smarttouch bidirectional catheter (model# d-1327-04-s lot# unknown). (B)(4).

Event description:
It was reported that a patient (B)(6) male, underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch bi-directional navigation catheter and smartablate system rf generator and suffered an atrial esophageal fistula, which required surgery. The afib procedure was on (B)(6) 2015. The patient returned to the facility on (B)(6) 2015 due to a seizure and hemiparesis. An atrial esophageal fistula was then discovered. The patient received surgical repair of the fistula. Additional information was received on the event. The overall time of ablation at the site of injury was approximately 15 minutes. The last ablation cycle time at the site of injury was 3 minutes and 51 seconds. The parameters of the last ablation site were power of 30w, 32.5 degrees celsius average temperature with maximum temperature of 34.8 degrees celsius, 140ohms impedance with a 5 ohm drop, 7g average force with a maximum force of 23g. There were no error messages observed on biosense webster equipment during the procedure. The patient was monitored closely with an esophageal temperature probe and was treated with cold saline/water during the procedure to cool the esophagus during posterior wall ablation per hospital protocol. The patient did require hospitalization. The patient came back to the emergency room where the fistula was discovered and was admitted pre and post atrial esophageal fistula repair. The patient also had an air emboli which resulted in stroke. According to the physician the patient's condition has much improved. The physician's opinion regarding the cause of this adverse event is that this is both procedure and patient condition related as the physician believes age and underlying conditions were a factor.

Manufacturer narrative:
Additional information was received on 10/11/2016: according to the physician, the patient is doing very well with no noticeable deficits. (B)(4).

Manufacturer narrative:
Additional information was received on 04/22/2016; the patient is doing really well according to the attending physician. The patient is still in therapy but the deficits that were present post event and surgery have almost all subsided. The physician saw the patient in the office recently and he was doing excellent according to the doctor. (B)(4).